Manufacturer narrative:
H1/2: additional investigation determined this event was reported in error as a malfunction. Medwatch 3007284313-2020-01119 previously submitted is hereby retracted.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, endoprosthesis: incomplete component deployment/migration. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. Post deployment of the trunk ipsilateral leg component just distal to the renal artery incomplete device expansion at the proximal neck was determined. As the cannulation of the contralateral gate was difficult, the physician completed the deployment operation of the trunk-ipsilateral leg first. During withdrawal of the delivery catheter of the trunk-ipsilateral component the catheter caught on the proximal of the device, resulting in distal movement of the device and a proximal type I endoleak. Two aortic extenders were placed in the proximal aortic neck to regain coverage. The touch-up ballooning was performed at the proximal side and the procedure was completed without any further issues. The patient tolerated the procedure. It was reported that the patient aortic neck angle coupled with calcification may have contributed to the incomplete device expansion.